Event description:
Defective intra-ocular lens had to be removed and replaced. Lens became cloudy after initial placement on (B)(6) 2006. Manufacturer was aware of potential problem and had not recalled product. It arrived in this facility from manufacturer on (B)(6) 2006.